Event description:
Without injury [no adverse event]. Toothbrush charger exploded - oral-b [device battery explosion]. Case narrative: a store reported that a consumer stated that their oral-b toothbrush charger exploded. No injury was reported.(B)(6) 2023 follow-up via imges:the suspect product was oral-b power rechargeable toothbrush handle 3710. No injury was reported.

Manufacturer narrative:
This report is being filed due to an alleged fire event. This report is being filled out of an abundance of caution. Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
23-feb-2023 product investigation results: manufacturing issue was investigated. Corrective action is in place.

Event description:
Without injury [no adverse event]. Toothbrush charger exploded - oral-b [device battery explosion]. Probable manufacturing cause - oral-b [manufacturing issue]. Case narrative: a store reported that a consumer stated that their oral-b toothbrush charger exploded. No injury was reported. 17-jan-2023 follow up via imges: the suspect product was oral-b power rechargeable toothbrush handle 3710. No injury was reported.